Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/8/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box revealed cs 128 alarms. The pump powered with the returned battery cap. The current draws were within specifications. The original complaint was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was found to be cracked in the thread area. There was evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was evidence of additional moisture inside the pump on the force sensor housing. The pump case was cracked in the upper right hand corner of the display area. The display lens was also found to be cracked. The 5 volt motor regulator was inspected and there was no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.